Event description:
It was reported that right atrial lead dislodged and the patient experienced diaphragmatic stimulation an hour post implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.